Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06283. It was reported that patient developed a pocket infection. It is unknown when the infection developed. The device and lead were explanted. Patient was in stable condition.

Manufacturer narrative:
A partial lead was returned. The portion of the lead that was returned was otherwise normal.